Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 25-28mm in diameter and 30mm in length. It was reported that on the completion angiogram, there appeared to be a proximal type I endoleak. The proximal stent graft edge was in good position without addition length for proximal seal. The physician then re-ballooned with proximal graft edge with a reliant balloon. Another angiogram was performed and found the type ia endoleak still persisted. An intervention was performed and eight endoanchors were deployed in the proximal portion of the stent graft. The last angiogram was performed that showed a more reduced but still present type 1a endoleak. The physician decided to stop the procedure and evaluate at a later date after anti-coagulation therapy had stopped. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being motored by the physician.

Manufacturer narrative:
Films review summary: the exact cause of proximal type I endoleak reported during implant could not be determined form the pre-implant films provided. Images during stent graft and anchor implant were not available for return, and the in-vivo configuration of the stent graft and reported endoleak could not be assessed. The proximal neck was conical-shaped, measuring 25 ¿ 28mm along the 30mm neck length, and contained mild calcification with moderate levels of thrombus. No evidence of neck calcification was observed 5mm below the renals near the potential implant endoanchor implant site the neck was mildly angulated in the left-right axis (~45deg); however, the neck angulation in the a-p axis could not be assessed. If information is provided in the future, a supplemental report will be issued.